Event description:
It was reported that during preventive maintenance, the device was sent in for annual service and calibration but it was found that the device had an unknown fault. There was no patient involvement. During product evaluation, it was found that the width plate was damaged. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was found to have a damaged reciprocating arm, missing ball plunger and lever, damaged machined head, control bar was not in the correction position, and damaged 2, 3, and 4 inch width plates. The reciprocating arm, ball plunger, machined head, spring pin, and screws were replaced and resolved the reported issue. The width plates were returned without repair. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: united kingdom.